Manufacturer narrative:
The pump passed the functional testing, including the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests. No external ram crc error or unexpected restart alarms were noted. The pump was downloaded properly to carelink. However, several displayable history alarms were found at the alarm history file. The alarms were due to a corrupted history file. All operating currents were within specification. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a cracked belt lip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple alarms unexpectedly and the alarms cannot be cleared. The customer's blood glucose reading was unknown at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further details given.